Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, a guide wire break occurred. Upon opening the packaging the physician noticed the proximal end of the pt graphix guide wire to be broken. No patient complications were reported and patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: device was received in a generic plastic bag, without its original pouch. The visual inspection was performed and no fracture observed on the guide wire; however, the wire presents bends located approximately at 1.6 cm and 3 cm from the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, a guide wire break occurred. Upon opening the packaging the physician noticed the proximal end of the pt graphix guide wire to be broken. No patient complications were reported and patient's condition is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).